Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: linear 3-6 lead 70 cm, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), lot: 7070280, 5037987, 5069780; product family: lead extension kit 25cm, upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), lot: 7048034.

Event description:
It was reported that the patient never received sufficient efficacy despite good stimulation coverage to the pain areas. The physician assessed the patient was not a good candidate for the spinal cord stimulation device and therefore, the patient electively underwent a system explant procedure. There were no reported issues postoperatively and a full recovery was expected. The devices will not be returned as they were discarded by the medical facility.